Manufacturer narrative:
Additional information b5: medtronic received additional information that there was a crack at the connection port of the cannula and the blood leaked from the crack. The cannula was not heated or cooled prior to use. There was minimal blood loss and no transfusion was required as a result of this leak. Conclusion: after investigation, the complaint is confirmed for a cracked cannula body connector, based on the photo provided, however, no product has been returned to date. Based on the available information and the photo provided, this complaint is most likely the result of a use-related issue. This damage to the cannula connector can occur when the introducer is inserted into the cannula body without the use of the hemostasis cap. The introducer handle can cause stretching, crazing, or cracking when it is forced into the connector. The issue is more likely to occur with the arterial cannulae models with a clear hemostasis cap that is attached to the introducer on the provided protective sheath, however, the issue can also occur in the venous cannulae models with the blue hemostasis cap. The photo provided shows that no hemostasis cap was used, and the introducer was placed directly into the cannula body conn ector. Review of the device history record was not completed as there is no evidence to suggest manufacturing issues with the complaint device. Complaints received for similar model numbers were reviewed and showed no trends warranting escalation related to this o ccurrence. There were no adverse patient effects because of this occurrence. Medtronic will continue to monitor for future occurrences and trends per the product quality meetings procedure. Correction section d manufacture's name and address: these fields have been updated. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during use of a bio-medicus nextgen cannula, it was reported that the cap of the cannula cracked when the customer was connecting it. The device was replaced to complete the procedure. There was no patient impact associated with this event.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.